Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the threshold suspend feature on their insulin pump would be activated due to inaccurate sensor readings. The customer reported their sensor glucose reading would be 40 mg/dl and their blood glucose would be 230 mg/dl. Customer also reported their sensor glucose reading would be around 200 mg/dl and their blood glucose would be around 50 mg/dl. It was also found the customer had a change sensor alert and calibration error alert with their sensor. The insulin pump will not be returned for analysis.